Event description:
Customer reported that his blood glucose was 476 mg/dl (neither the exact time of this reading nor any treatment given in response were reported). When the device expired and was removed, he noticed that there was a kink in the cannula, which he believes was due to "bumping the pod."

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked condition of the cannula or whether it would have restricted or interrupted insulin delivery and contributed to the reported high blood glucose. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises that "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance." And "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."